Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. A kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 26.2cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: bsn rn ccrn-k / cardiac ICU manager the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported the after approximately five hours of intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. The customer planned to continue therapy using the fluid lumen as the arterial line. There was no patient harm or adverse event reported.